Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the patient underwent hip replacement surgery in 2003," it was further reported that, "after implantation, the patient heard an audible sound emanating from his hip. As a result, the patient experienced constant irritation and discomfort in the location of his hip, causing a revision in 2007".